Manufacturer narrative:
Device was discovered damaged on (B)(6) 2016, but it is unknown when the damage occurred. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a dynamic hip screw (dhs) guide shaft was found damaged in the sterile processing department on (B)(6) 2016. The end of the shaft has two prongs which are used to line up with the implant. Both prongs were found in a bent state. The instrument was noted to be heavily used and an older instrument. No patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the connector for insertion handle was broken at its bottom portion during the surgery for olecranon fracture. No surgical delay was reported and no adverse consequences were reported. Although a definitive root cause could not be determined, it is likely that the use of excessive torsional force during surgery or sterile processing has led to this complaint condition. One (1) dynamic hip and dynamic condylar screw (dhs/dcs) guide shaft with flats (part number 338.23, lot number unknown) was received with the complaint that the tabs of the device were discovered bent during sterile processing. The complaint was able to be confirmed at customer quality as the device was returned with the tabs bent clockwise at approximately a 45 degree angle. Replication of the complaint is not applicable as the device was received bent. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Although a definitive root cause could not be determined, it is likely that the use of excessive torsional force during surgery or sterile processing has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.